Event description:
The customer reported that the system was unable to perform fluoroscopy. This resulted in a loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. The customer was advised to turn on the extender card switches. The system was found to be working as intended. The system was put back into service.